Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 10/22/2019 . Device returned to manufacturer: yes. Device evaluation: the lens was received within a plastic sample jar labelled with patient and product information that could positively identify the product. A visual inspection of the product shows the lens was cut in half, most probably to aid in explant. Based on the condition of the return, further analysis is not possible. The reported complaint issue could not be confirmed. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: after submission of the initial report, it was realized that date received by manufacturer was inadvertently populated as 9/16/2019. The correct date received by manufacturer is 9/13/2019. Additional info: the explanted lens is not suspected of having anything wrong with it. Simply, what happened was an error is selecting the power of first implant. Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Date of event: unknown, not provided, but best estimate would be between (B)(6) 2019 and (B)(6) 2019. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgeon reported that he has a patient who was a -10 and needed cataract surgery and also had 4 diopters of cylinder (astigmatism). The doctor implanted a zct450 19.0 diopter intraocular lens (iol) on (B)(6) 2019. Patient ended up with a refraction of -10.0 x 4.75 at 85 degrees. The patient is still very minus and has significant residual cylinder. The lens was explanted on (B)(6) 2019. The patient has recovered and no complications were reported post-operatively. No further information has been provided.